Event description:
It was stated that the customer experienced high blood glucose and ketones. The blood glucose reading was not reported. It was also stated that insulin leaked from the reservoir into the reservoir compartment.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.